Manufacturer narrative:
(B)(4). The insulin pump alarmed pump error 38 during rewind due to physical damage to motor slide. Analysis was unable to perform displacement test due to pump error 38. Unit received with scratched case.

Event description:
The customer reported via phone call that he dropped his insulin pump and damaged it. The patient's blood glucose at the time of incident is unknown. During troubleshooting the customer confirmed that the reservoir compartment was damaged. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis.